Manufacturer narrative:
The complaint could be confirmed in the returned state. The inner conductor helix was kinked between screw head and ring electrode. The bent inner conductor helix is probably a result of mechanical stress during the operation. No indications of material defects or mfg errors were found.

Event description:
This device was explanted after 7 days, due to loss of capture. No deterioration of the pt's state of health was reported.